Event description:
Additional information received from the customer stated: the customer reported the ultrasonic surgical instrument jaw broke off. Nothing fell off inside the patient. Upon checking the product, the customer also found that the tissue pad had peeled off. The peeled off tissue pad was still attached to the product.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Based on past investigation results, a likely mechanism causing the tissue pad to peel might be the following: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device jaw side broke off. The issue occurred during a therapeutic laparoscopic procedure which was completed with an olympus back-up device. There was no patient involvement.